Event description:
The customer reported that the drive support cap was protruded. The blood glucose reading was 130mg/dl. Troubleshooting was performed, and the drive support cap was flush. The customer mentioned having low blood glucose twice in the past few days, and she treated with a glass of milk. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.